Event description:
Started to have sinus infections, also in (B)(6) 2021 asthma returned after over 50 years with no trouble. Today taking advair twice daily and using bact. Filter in line on CPAP hose. With moderate success. Could this be caused by my recalled philips CPAP machine. Tried to go without machine but having heart stoppage at night and snoring. Trying to get replacement but no luck. I have done lung tests and have asthma and had doctored for sinus infection. FDA safety report ID# (B)(4).